Manufacturer narrative:
Evaluation summary: there are no x-rays provided to understand loosening. It is unk whether all or one of the components led to loosening. Also, no surgical notes are provided to study the fixation and surgical technique used. With the available info, a definitive cause for loosening cannot be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain and swelling. It is also reported that a bone scan revealed signs of loosening.